Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® no additive (z) tubes there was a presence of mold. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "this is a report about black spots (embedded fm) on tubes. This customer has previously reported the same issue, with no improvement in the product, the customer is strongly complaining the recurrence of this issue."

Manufacturer narrative:
Investigation summary: bd received 5 samples and 7 photos from the customer in support of this complaint. A visual examination of the samples and photos was performed and revealed embedded foreign matter in the sidewall of the tube. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. Bd determined the root cause was attributed to the manufacturing process. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® no additive (z) tubes there was a presence of mold. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "this is a report about black spots (embedded fm) on tubes. This customer has previously reported the same issue, with no improvement in the product, the customer is strongly complaining the recurrence of this issue."